Manufacturer narrative:
Concomitant medical products: product ID 5076-52, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead exhibited unsatisfactory electrical parameters. The physician attempted to replace the lead, but the replacement lead could not get good parameters in different positions. The replacement lead was discarded, and the physician decided to plug the atrial port and programmed the device as a single chamber device. No patient complications have been reported as a result of this event.